Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia overnight while using the ilet with continuous delivery, with blood glucose peaking at 340 mg/dl and trending down to 216 mg/dl after resuming insulin deliveries and administering 20 units of multiple daily injection as back-up therapy. Symptoms included high blood glucose without reported acute complications. Outcomes included no medical intervention beyond self-management and no hospitalization. Investigation included troubleshooting and user education with review of insulin delivery status and supply changes. Investigation of this case revealed no confirmed device malfunction and the cause of the hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia with unclear cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.